Event description:
During an implantation of a 26mm amplatzer cardiac plug (acp) a pericardial effusion was noted on echo and blood pressure decreased. At this time, the acp had been partially deployed through a 13f amplatzer torqvue 45 delivery system (dtv45) sheath, but the lobe was not expanded completely. The acp was withdrawn back into the 13f dtv45 sheath and removed from the patient and the sheath was also pulled into the inferior vena cava. A pericardial puncture was made and 1500ml of blood was removed and protamine sulfas was given. The bleeding continued and the patient was taken to surgery where a 2mm hole was sutured on the posterior side of the left atrial appendage. The patient's condition is stable.

Manufacturer narrative:
Upon receipt of the amplatzer torqvue delivery system (sheath, dilator, loader, and hemostasis valve), the components were decontaminated. When examined no defects were observed to the dilator or the hemostasis valve. The loader had a kink near the proximal end of the luer, and the delivery sheath had a kink 8.2" from the distal tip. The sheath met dimensional specifications. During manufacturing, this delivery system lot underwent a series of inspections and tests to confirm proper function, including assembly of the dilator into sheath to ensure smooth operation. A review of manufacturing documentation confirmed this delivery system lot successfully completed these tests. The cause of the pericardial effusion intraoperatively remains unknown.